Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. They replaced the hand-switch on the system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from the site regarding an imaging site that was used during a spinal cord stimulation procedure. It was reported that they were taking fluoroscopic images and they were appearing white with grain. They rebooted the system and tried again with no resolve. They decided to continue with another imaging system. There was no reported impact on patient outcome. The delay to the procedure was about 5 -10 minutes. No further information was available.